Event description:
This report is being filed due to recurrent mitral regurgitation and worsening tricuspid regurgitation, unknown if device related. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr), mitral annular calcification, and an anterior leaflet flail with prolapse. Two mitraclips were implanted without a device issue, reducing the mr to grade 1+. On (B)(6) 2022, a follow-up echocardiogram was performed. Recurrent mr grade 3+ and moderate to severe tricuspid regurgitation (tr) was noted. There was no treatment, no hospitalization, and no malfunction specified. The events were unknown if device related. No additional information was provided regarding this issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, causes for the reported mitral regurgitation (mr) and tricuspid regurgitation (tr) could not be determined. Furthermore, the reported patient effect of mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There remains no indication of a product issue with respect to manufacture, design, or labeling. H6: health effect - clinical code 4453 removed.

Event description:
Subsequent to the previous report, the additional information was received: the worsening tricuspid regurgitation was unrelated to the mitraclip device.